Manufacturer narrative:
Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that some sort of material came out when the surgeon injected an intraocular lens (iol) in the patient's eye. Reportedly, the foreign material was usually behind the lens, it has multicolor and looked like an oil slick on a puddle. It was almost like dried viscoelastic or old capsule material or something like that. The foreign material was removed with an instrument. It kind of fell apart, it was brittle. There were no patient complications. The surgeon commented that this issue occurred on multiple cases with amo lenses zcb00 and multifocal lenses, injected with 1mtec30 cartridges (lots cc10472 and cc10763). Four (4) mdrs will be submitted. This report is for the cartridge 1mtec30 with lot cc10763.